Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport slim. Post the implantation, the catheter allegedly disconnected. Reportedly, on (B)(6) 2025, additional procedure was completed by shortening the torn catheter tube and reconnecting the catheter to the port chamber. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport slim. Post the implantation, it was reported that the catheter allegedly disconnected. On the same day, an additional procedure was performed in which the torn catheter segment was shortened and the catheter was reconnected to the port chamber, catheter migration was also reported. The current status of the patient is unknown.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability. As catheter migration was reported, the event was determined to be reportable as a serious injury. As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. B1, b2, b5, g3, h1, h6 (device, method). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.